Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 23 jan 2020. (B)(4) has been reopened under (B)(4) due to receipt of medical records. After review of medical records, there was no revision reported. Only primary surgery notes were provided wherein it was indicated that estimated blood loss during the primary surgery was 200 ml. Patient was given 350 ml fluid replacement and 2100 ml lactated ringer's. Doi: (B)(6) 2008; dor: none reported (left hip).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4) used to capture the patient code absence of treatment.

Event description:
Previous report of major bleed/hemorrhage was reported in error. There was no information in the medical records that stated that blood loss resulted to a major bleed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.